Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed inappropriate shocks due supraventricular tachycardia sensed as ventricular tachycardia by the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.